Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user sought assistance to unpair a dexcom cgm but also experienced an issue on the ilet during tubing fill where the screen would not accept a ¿yes¿ confirmation, preventing progression. Symptoms included no clinical effects. Outcomes included no reported impact to health, no alarms, and no hospitalization. Investigation included troubleshooting and user education, including guidance to allow the ilet to power down to resolve the screen responsiveness issue and notification of a forthcoming firmware update. Investigation of this case revealed a device usability and screen responsiveness issue during the fill sequence, consistent with a known firmware-related behavior. It was concluded, based on previously established findings for similar reports, that the cause was software performance associated with user interface responsiveness.